Event description:
It was reported that at follow-up, insulation abrasions were observed via fluoroscopy. All electrical measurements were within range. Physician to monitor lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.